Event description:
It was reported during surgery, it was discovered that (3) stem trial inserters did not have horizontal lines for referencing height for the reverse body. No pt injury was reported. Add'l info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.